Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported tampon unraveling with u by (B)(6) sleek in a mixed absorbency box containing regular and super absorbency. She reported experiencing unraveling with more than 20 tampons but did not specify which absorbency. Consumer said she was able to remove pieces.